Manufacturer narrative:
Device available for evaluation. Type of follow up - device evaluation: device evaluated by manufacturer- additional information as received the implant coil was still attached to the pushwire within the dispenser coil. There was no defect found on either the implant coil or the pushwire. No images or video evidence of the event has been provided. Based on the device analysis findings and the reported event details, the customer report of ¿coil loop in parent vessel¿ could not be confirmed. No images of the event were available for review, and no evidence in the analysis of the returned product that there was a defect in the device. All devices are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil prolapsed during the stent assisted coiling treatment of a wide neck aneurysm. The physician withdrew the system immediately from the patient and choose surgical treatment. No further information was provided. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.